Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) was making high pitch sound and catheter was not inflating. The issue was found during routine check and there was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g1, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the pressure tube connector was off. The fse installed the tube connector correctly. There was no high pitch sound, the catheter inflated, and the unit correctly autofilled. All functional and safety tests were completed per manufacturer specifications. The iabp was cleared for use.

Event description:
N/a